Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported infusion set is leaky; smells insulin. Caller stated blood glucose level is up to 250-280 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.